Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. A caregiver stated a customer received an unspecified sensor scan when compared to a competitor brand meter. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified blood glucose result and the customer was diagnosed with hypoglycemia. No treatment was rendered and no further information was provided as the customer refused to troubleshoot. There was no report of death or permanent injury associated with this event.